Event description:
It was reported that on october 2nd 2024 during a selenia dimensions the tech reported an uncommanded motion error. A field engineer examined the equipment and it was determined that the control board from the vta had errors and needed to be replaced. The control board was replaced and the system met the manufacturer´s specifications. No patient or staff injury reported.